Event description:
Customer reported that she experienced high blood glucose. Blood glucose level was 465 mg/dl. Customer stated that she treated with insulin bolus from the insulin pump and was not hospitalized. During troubleshoot; customer stated that the drive support cap appears recessed. Customer was able to rewind and prime the insulin pump successfully. Time, date and bolus and basal rates on the insulin pump are correctly set up and customer did not find an insulin leak. Customer also reported that she received a lost sensor. Troubleshooting showed that the transmitter is communicating with the insulin pump and no alarms were in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.